Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during a stent assisted coil embolization procedure the stent inadvertently deployed in the carvenous siphon. The stent was not explanted and no other stent was deployed in response to the event. Angiogram post procedure did not show any residual aneurysm remaining. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. However information available indicated that the stent inadvertently deployed in the cavernous siphon and that it was confirmed to be in good condition prior to use. It is probable that the tortuous anatomy limited the performance of the device resulting in the reported issued. Therefore, an assignable cause of operational context has been assigned to this event.

Event description:
It was reported that during a stent assisted coil embolization procedure the physician failed to implant the stent in the target lesion resulting in deployment of the stent in the wrong artery. The stent was not explanted and no other stent was deployed in response to the event. Angiogram post procedure did not show any residual aneurysm remaining. There were no reported clinical consequences to the patient.